Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected exhalation valve assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays circuit disconnect, low peak inspiratory pressure, and low minute ventilation alarms. The customer performed troubleshooting, but the issue was not resolved. The customer determined the most likely cause of the reported event is the exhalation valve assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect exhalation valve assembly for investigation. An investigation was performed and the reported event could be confirmed and duplicate. The coil and pcb assembly of the exhalation valve has failed. This issue will be internally investigated within vyaire.